Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 3143 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery - no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 3143 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery - no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 18-apr-2023: quality safety evaluation. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 38 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of pregnancy in 2014 and aching (r) knee, snoring, anxiety depression, constipation, dyspareunia, dysmenorrhea, nabothian cyst, polycystic ovarian syndrome, adenomyosis, heavy periods, ovarian cyst, lower abdominal pain, paresthesia, difficulty breathing, insomnia, abnormal weight gain, oligomenorrhea, depression, anxiety, joint pain, parity 5, multi gravida and abnormal uterine bleeding. Previously administered products included: ibuprofen, fluoxetine and ibuprofen. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 3143 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy with bilateral salpingectomy cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one essure related surgery: no. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: both essure coils were visualized and the balloon confirmed to be in the uterus. Applying moderate pressure to the syringe, the dye was observed to fill the uterine cavity and no spillage was noted. Both tubes appeared to be occluded. Patient tolerated all well. Patient may now rely on the essure sterilization procedure for contraception. A/p: essure devices have resulted in bilateral tubal occlusion confirmed by hsg. Patient may discontinue her other contraceptive methods [pathology test] on (B)(6) 2022: clinical diagnosis and history 38yo female with abnormal uterine bleeding and fibroid uterus, now s/p total vaginal hysterectomy and bilateral salpingectomy. History of essure tubal occlusion in the past. Pre and post operative diagnosis aub (abnormal uterine bleeding). Post-operative diagnosis operative findings: enlarged fibroid uterus. Grossly normal fallopian tubes. Gross description: uterus, cervix, bilateral fallopian tubes the right and left interstitial fallopian tubes contain 2 grossly intact, silver colored, metallic coils, each approximately measuring 2.5 cm in length and 0.1-0.2 cm in diameter. [Pregnancy test] on (B)(6) 2015: negative. [Ultrasound scan] on (B)(6) 2016: findings suspicious for a dermoid cyst. Partially imaged essure contraceptive devices within the bilateral uterine cornuae partially imaged essure contraceptive devices within the bilateral uterine cornuae [ultrasound scan vagina] on (B)(6) 2018: findings: multiple uterine leimyomas identified, the largest representative intramural lesion is identified along the left posterior uterine body and measures upto 2.1 cm in diameter. Small nabothian cyst present, a benign finding. Impression: fibroid uterus as above. Indererminate echogenic focus within the left ovary. The absence of significant shadowing, theses findings can be associated with fat related yyto an underlying teratoma. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 22-sep-2023: mr received :reporters information patient medical history and surgical pathology reports were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.